Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found that the vacuum and sipper nozzles were damaged. He replaced the vacuum and sipper nozzles, activated the ise module, and performed an ise check with acceptable results. He then replaced and adjusted the sample probe. The fse performed calibration, qc, and a reproducibility test with successful results. The system was performing within specifications. The service actions performed by the fse resolved the issue. The root cause was due to a maintenance issue/wear (component failure).

Event description:
We received an allegation of questionable ise results for 5 patients' samples tested on a cobas pro ise analytical unit (cobas 2) when compared to a different cobas (cobas 1) analytical unit at the same facility. Results for the sodium (na) test were affected. Sample 1 (patient (B)(6): initial result: 155 mmol/l. Repeat result: 147 mmol/l (cobas 1). Sample 2 (patient (B)(6): initial result: 150 mmol/l. Repeat result: 144 mmol/l (cobas 1). Sample 3 (patient (B)(6): initial result: 149 mmol/l. Repeat result: 140 mmol/l (cobas 1). Sample 4 (patient (B)(6): initial result: 151 mmol/l. Repeat result: 144 mmol/l (cobas 1). Sample 5 (patient (B)(6): initial result: 147 mmol/l. Repeat result: 139 mmol/l (cobas 1).